Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the device diagnosis was high impedance and the clinical diagnosis was not applicable. The outcome was ongoing. No actions were taken as interventions. Diagnostic methods included an examination. The etiology was reported as not related to the device or therapy and not related to the implant procedure. The etiology was reported accident. The patient reported since one week ago did not feel the stimulation. The patient reported that morning had a fall from her own weight. A manufacturing representative specialist during a follow up visit reviewed the system and it showed high impedance. CT scan and x-rays were requested to define diagnosis and treatment required.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The clinical diagnosis was patient fall. Interventions included suspending therapy. An examination showed no abnormal signs. The device was interrogated and showed high impedance. The etiology was reported as related to the device or therapy and not related to the implant procedure. The patient had a fall from her own height per a domestic accident. When manufacturing representative reviewed the system at a follow up visit there was high impedance.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: lead.

Event description:
The hcp additionally reported that replacement surgery was performed and found the lead fractured, probably due to the patient falling. The patient recovered without sequela on (B)(6) 2016.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, serial # (B)(4), explanted: (B)(6) 2016, product type lead.

Event description:
The hcp clarified that the lead was replaced during the replacement surgery on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included explanting and replacing the lead. The event resulted in in-patient hospitalization. Surgical observation included a lead fracture.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The implant dates for the lead and neurostimulator were provided and the serial number of the lead was confirmed as correct.